Event description:
The pt was being fed through a gastrostomy tube using a pump. An unknown amount of an enteral feeding solution was hung, and the pump was set to deliver 52 ml/hr. 450 ml were delivered over 1.5 hours. There was no illness, injury or medical intervention resulting from the event. Following the event, the pt "became sick and vomitted". The device was switched out and replaced with a rotary peristaltic pump from the same MFR. One pt involved.